Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 9 years since the subject device was manufactured. The device was returned to olympus for inspection, and the reportable malfunction was confirmed. A definitive root cause was not identified; however, based on the results of the investigation, the probable cause of the malfunction would likely be an error in product design. Olympus will continue to monitor field performance for this device.

Event description:
It was reported, the high frequency electrosurgical unit had an e433 (internal hardware error) error code. It is unknown, when the issue occurred. There were no reports of patient harm.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.